Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for reverting to unipolar mode after a defibrillation shock. A new ipg, model 1232, was implanted.